Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not display a blood glucose reading while the dexcom g7 phone app was receiving values, and the issue resolved after bluetooth on the phone was temporarily disabled and then re-enabled, followed by successful pairing to both the ilet and phone; education on brief sensor interruptions and bluetooth connectivity was provided, and the user proceeded to announce the breakfast meal within the recommended window. Symptoms included transient hyperglycemia with a reported peak of 236 mg/dl without associated clinical symptoms. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and no need for assistance. Investigation included troubleshooting of wireless communication and user education. Investigation of this case revealed a transient communication disruption between the cgm and the ilet that was mitigated by restoring bluetooth connectivity, with no device alarm above critical thresholds and no persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was communication interference related to bluetooth connectivity.